Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: taxus liberte ous, mr 2.25 x 28mm stent delivery system (sds) was returned for analysis. The device was returned loaded on the mandrel which could not be removed. A visual examination of the crimped stent found the stent damaged on the proximal half with struts distorted and lifted distally. No damage noted on the distal side. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-oct-2016. It was reported that crossing difficulties were encountered. The diffused target lesion was located in the calcified left anterior descending artery. Following pre-dilatation, a 28 x 2.25mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed proximal stent damage.